Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) implant procedure upon device interrogation atrial lead high impedance occurred. However, lead impedance was acceptable when tested using a pacing system analyzer (psa). The atrial lead was unplugged from the device and wiped properly to ensure no block clot was present, and re-inserted into the ICD connect port approximately three times to ensure proper insertion. The lead was tested again using psa, and the impedance was still good. An additional ICD interrogation of the atrial lead was performed and the impedance was high. The ICD was removed and replaced with a different device and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.